Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported patient enrolled in (B)(6) registry had a port disconnection in (B)(6) 2011. The issue was corrected on (B)(6) 2011 by reconnecting the catheter to the port.no additional information available.